Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result is sample integrity. The IFU for the dimension ctni flex reagent cartridge contains the following information: "specimens should be free of particulate matter." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed troponin I result was obtained on a patient sample during a confirmatory repeat of an initial elevated result. The negative result was reported to the physician. Sequential redraw samples were progressively elevated. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.